Event description:
It was reported that this left ventricular automatic threshold (lvat) test was detected as greater than programmed amplitude or suspended. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed possible left ventricular (lv) lead loss of capture (loc). Ts recommended for further lead evaluation be performed by clinician. At this time, no adverse patient effects were reported. This lv lead remains in service.